Manufacturer narrative:
A partial lead was returned for analysis in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 25.8cm was returned for analysis.